Manufacturer narrative:
Covidien reference number: (B)(4). Although requested, the ventilator serial number was not provided. The ventilator serial number was not provided so the device manufacture date is unknown.

Event description:
It was reported that during patient use a ventilator mixer had to be set at 75% to achieve required 50% oxygen value. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.